Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During procedure, the activated clotting levels were above 250s and 100 units per kg of heparin was administered. The left atrial pressure at time of procedure was 12mmhg. There was some difficulty was noted during implanting the device. The device partially recaptured three times. While positioning of an amulet delivery system for device deployment a 1.6 cm localized pericardial effusion and pressure drop were noted. The cardiac tamponade was also noted. So, the amulet occluder was not implanted and the entire system (delivery system + occluder) was removed. The physician decided to switch to surgery in order to manage pericardial effusion and close laa surgically. There was some delay in the procedure due to open heart surgery. The patient was reported stable.

Manufacturer narrative:
An event of hypotension, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the procedure was converted to open-heart surgery to manage the effusion and close the laa. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.